Event description:
It was reported that during a device interrogation, oversensing was observed on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
It was further reported that oversensing continued to occur resulting in numerous mode switches. It was noted that the patient was a participant in the (B)(6).